Manufacturer narrative:
The sample was collected fresh in a 2ml edta tube. Quality control was run before and after event and was within range. Note: edta = ethylenediaminetetraacetic acid. On (B)(4) 2008, field service engineer decontaminated instrument with bleach and ran quality control samples to verify instrument performance. Based on info provided, the root cause is unk; however, the coulter act 5diff al hematology analyzer generated other cbc (complete blood count) flags to alert operator to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00512.

Event description:
On (B)(6) 2008, customer obtained an erroneous test result. The rdw (red blood cell distribution width) was lower (13.3%) when reported on the coulter act 5diff al hematology analyzer than the result obtained (20.8%) using the sysmex instrument. The result obtained on the coulter act 5diff al hematology analyzer was considered to be erroneous when the sysmex results were determined to correlate with pt's history and diagnosis. Erroneous results were reported out. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer.